Event description:
It was reported that this device delivered one inappropriate shock due to an atrial driven arrhythmia. This was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received, this patient received inappropriate therapy due to an atrial arrythmia in a different event. Technical services (ts) recommended device reprograming.